Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 30-endoscope plus and completed the device evaluation. The endoscope was analyzed and was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The endoscope was visually inspected and manually tested by hand using series of movement tests and failed. The endoscope was detected with rattling or noise from the housing and/or detected loose balls from the led windows. The endoscope was disassembled and confirmed with dislodged desiccant balls inside backend housing. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cab intergraded connector housing exhibited discoloration. Visual inspection confirmed. The endoscope was tested and placed on a camera attenuation tester or equivalent to measure transmittance but failed functional testing. The endoscope failed transmittance due to the measured output power not meeting specification limits.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 30-degree endoscope plus for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determine.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the customer was unable to rotate the 30-degree endoscope plus up and down from the surgeon side console (ssc). The image was inverted and had recoverable fault 23003. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional/updated information: the reporter confirmed that the rotation of the 30-degree endoscope plus using the ssc was being performed at the time of the event. The image was inverted. The endoscope did not move freely with uncontrolled motion. The reported event did not involve a reversed control of the system arms. The surgeon confirmed the desired orientation when the endoscope was installed. At the beginning, the indication of the image orientation was provided to the user via the user interface. The endoscope and endoscope¿s adapter/base were still engaged/in-synch/attached. There was no damage observed on the endoscope¿s adapter/base such as missing screw(s) or component. Prior to the reported event, the endoscope was manually rotated 180 degrees. The surgeon did not manually associate the right and left masters with the respective arms for intuitive motion. The procedure was completed with the same endoscope.